Event description:
Reporter indicated that vns patient's generator seems to have migrated laterally and that the lead appears to be fractured. X-rays reviewed by treating epileptologist reportedly show what appears to be a lead fracture in the upper neck area. Revision surgery is scheduled.